Event description:
After the valve was implanted and the patient went to recovery, one of patient's pupils became extremely dilated and it appeared that the ventricles were not communicating. Surgery was performed and the valve was not functioning. The device was explanted.